Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned device was examined, and the end was found to have a fracture consistent with being cut by a rod cutter. Conclusion: it is not known when the rod became damaged .therefore the probable root cause of the fracture is unknown and/or multifactorial.

Event description:
It was reported that; the surgeon during insertion of the rod the hex-end broke. Replacement was available.

Event description:
It was reported that; the surgeon during insertion of the rod the hex-end broke. Replacement was available.